Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown device issue. It was noted that the patient did not want charge anymore and requested a non-rechargeable. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown device issue. It was noted that the patient did not want charge anymore and requested a non-rechargeable. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent the ipg replacement to upgrade the device. There was no reported issue with the ipg. The explanted device was discarded by the medical facility.